Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the metal stiffener from an ultrathane dawson-mueller mac-loc locking look multipurpose drainage catheter was difficult to remove. The device was required for use by an interventional radiologist for a paracentesis procedure. During the procedure, the first catheter used accordioned over the metal stiffener. A video of this failure was provided by the customer. A second drainage catheter from the same lot was obtained for the procedure. The second catheter's suture would not release. The drain would not fully straighten out while in the patient and still had a slight curve when it was removed from the patient. Once the catheter was removed, the pigtail loop was able to be fully straightened on the back table by the physician. It was noted that the trocar was removed from the catheter prior to removing the catheter from the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report will capture the failure with the first catheter. The second catheter is captured under patient identifier (B)(6). Reviews of documentation including the instructions for use (IFU), specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] "multipurpose drainage catheter," provides the following information to the user related to the reported failure mode: precautions: "when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture." Instructions for use: "under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration." How supplied: "supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Given the information provided, it is possible that the catheter became entangled with biological matter near the distal end, possibly around the stringing hole, thus preventing the stiffener from being removed; however, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the metal stiffener from an ultrathane dawson-mueller mac-loc locking look multipurpose drainage catheter was difficult to remove. The device was required for use by an interventional radiologist for a paracentesis procedure. During the procedure, the first catheter used accordioned over the metal stiffener. A video of this failure was provided by the customer. A second drainage catheter from the same lot was obtained for the procedure. The second catheter's suture would not release. The drain would not fully straighten out while in the patient and still had a slight curve when it was removed from the patient. Once the catheter was removed, the pigtail loop was able to be fully straightened on the back table by the physician. It was noted that the trocar was removed from the catheter prior to removing the catheter from the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report will capture the failure with the first catheter. The second catheter is captured under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy . D2b - procode: additional product codes: gbo, lje. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.